Event description:
Fire dept were attending to a diaphoretic pt in third degree heart block with no radial pulse. The reporter stated the device allegedly displayed a low battery message for battery #1. Once the pt was moved to the ambulance an attempt to externally pace the pt was made. The device paced for less than 5 minutes when the device displayed a low battery message for the second battery and then lost power completely. The pt was transported to the hosp. There were no adverse effects to the pt reported as a result of the alleged malfunction.